Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage occlusion (laao) procedure using a 14f amplatzer amulet delivery sheath. During the procedure, the activated clotting time (act) was 236 seconds and heparin was administered. The delivery system was replaced due to the formation of a thrombus inside it. The shape of the thrombus was normal and no threads were shown. The sheath was in the patient about ten minutes or less. A new second 14f amplatzer amulet delivery sheath was chosen. At the moment of skin groin insertion, a rupture of the tip was noted. The sheath was replaced with third new 14f amplatzer amulet delivery sheath. The 25mm amplatzer amulet left atrial appendage occluder was successfully implanted using the third sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged and stable.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage occlusion (laao) procedure using a 14f amplatzer amulet delivery sheath. During the procedure, the activated clotting time (act) was 236 seconds, and heparin was administered. The delivery system was replaced due to the formation of a thrombus inside it. The shape of the thrombus was normal and no threads were shown. The sheath was in the patient about ten minutes or less. A new second 14f amplatzer amulet delivery sheath was chosen. At the moment of skin groin insertion, a split of the tip was noted. The sheath was replaced with third new 14f amplatzer amulet delivery sheath. The 25mm amplatzer amulet left atrial appendage occluder was successfully implanted using the third sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported discharged and stable.

Manufacturer narrative:
An event of formation of a thrombus inside delivery system was reported. It was reported that the shape of the thrombus was normal and no threads were shown. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.